Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on (B)(6) 2024. During the procedure, the inner catheter was broken. Another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated based on the additional information received on (B)(6) 2024. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: additional information received on (B)(6) 2024 clarified that there was no reported allegation with the advanix biliary stent with naviflex rx delivery system. The device was not involved in a procedure and was removed from the facility's storage location and returned to boston scientific unopened. The event description has been updated and this is no longer considered a reportable event. The advanix biliary stent with naviflex rx delivery system was returned for analysis. The technical analysis confirmed that the returned pouch was completely closed. During the investigation, the sealed device pouch was opened, and functional testing and destructive analysis of the device confirmed that the advanix biliary stent with naviflex rx delivery system was correctly assembled and functioned properly. Analysis of the device confirmed the guide catheter was properly bonded to the inside of the guide catheter and could be advanced retracted without issue. The investigation concluded that there was no problem detected with the returned advanix biliary stent with naviflex rx delivery system. As there is no reportable allegation against the advanix biliary stent with naviflex rx delivery system and no adverse event, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter was broken. Another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2024. The device was not involved in a procedure and was removed from the facility's storage location and returned to boston scientific unopened.